Event description:
During preparation for cardiopulmonary bypass, the roller pump displayed a pump jam error message. The pump was exchanged for another device. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation has begun, but no conclusions have been drawn.